Event description:
It was reported that a drill began smoking at the user facility. It is unk if there was any pt involvement or adverse consequences associated with this event. Multiple attempts to obtain additional info have been unsuccessful.

Manufacturer narrative:
The drill was received by the MFR, however, the smoking complaint could not be replicated because, the device would not turn on. Based on the device eval, a damaged or worn motor assembly is the suspected cause of the failure. The quality investigation is still on-going, so a follow-up report will be submitted if the remainder of the investigation reveals relevant info.